Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the guidewire was bent prior to insertion. The procedure was performed successfully and no patient harm was reported.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Pd-any device-(twist, bent, kinked): the cause of product damage was not determined due since no product returned and lack of clinical details.